Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks and lips with juvéderm® volbella® with lidocaine and kysse. 16 days later, patient reported swelling to the left cheek and was started on a round of antibiotics. Three days later, patient finished the antibiotic with no improvement but increase in symptoms. Patient was admitted into the hospital, where they were treated with clindamycin IV (clindamycin) antibiotics and has had to have the infection surgically removed. Puffiness around the eye area had subsided.